Manufacturer narrative:
H3, h6: it was reported that a bilateral patient had a primary right hip metal-on-metal total hip arthroplasty surgery. The patient experienced elevated metal ion levels, and after undergoing a left revision surgery due to an adverse local tissue reaction, their metal ions remained elevated. Therefore, they elected to undergo a revision surgery, during which, all birmingham acetabular and modular femoral head components were replaced. After surgery they were transferred to the recovery room in stable condition. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, or manufacturing record review. If more information is received, this investigation will be reopened. The review of the product's current IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed for the hemi head and sleeve. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. Due to insufficient information, it is not possible to determine a revision of the risk associated to the alleged cup. No further actions are required at this time. A review of historic escalation actions for all hemi heads and sleeves and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. Due to insufficient information related to the cup, is not possible to determine prior applicable escalation actions. No further escalation actions are required. The available medical documents were reviewed. A clinical root cause could not be determined. Although the reported elevated metal ions and intraarticular dark metal-stained synovium may be consistent with metal debris, a clinical root cause of the reportedly elevated metal ions and metal-stained synovium cannot be definitively confirmed. The patient impact beyond the reported revision could not be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that a bilateral patient had a primary right hip metal-on-metal tha surgery in 2008. The patient experienced elevated metal ion levels, and after undergoing a left revision surgery on (B)(6) 2022 due to an adverse local tissue reaction, their metal ions remained elevated. Therefore, they elected to undergo a revision surgery on (B)(6) 2024, during which, all bhr acetabular and modular femoral head components were replaced for a combination of s+n and zimmer implants. After surgery they were transferred to the recovery room in stable condition.